Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, and the event was confirmed because multiple occlusions (x19) occurring on 13 january 2025, resulting in a significant discrepancy between the planned and actual volume infused. The underflow was due to these repeated occlusions, which prevented the correct administration of medication. The reported device was received in brézins for investigation. According to our investigation noting visual was noticed during the external inspection. Two reproducibility tests were carried out to assess the behavior of the pump under controlled conditions. The first test was performed to check the accuracy of the flow rate by performing a 7-hour infusion at 3 ml/h, which corresponds to the last flow rate indicated in the device logs. The test was performed using a 50cm3 bd plastipak syringe and a pressure threshold of 500mmhg, in accordance with the event conditions. No alarms were triggered, and flow accuracy was measured at 3.02 ml/h (+0.07%), well within the specified tolerance range (±3%). The total volume infused was 21.07ml, in line with the expected volume of 21ml. The second test was performed to reproduce the occlusion alarms observed in the logs. Five infusions were started at a high flow rate of 1000ml/h to rapidly generate a pressure rise and confirm the operation of the alarm. In each case, the occlusion alarm was correctly triggered, with activation of the red light and the audible signal. This confirms that the pump's occlusion detection system is working as intended under laboratory conditions. The reported issue could not be reproduced during these tests. Based on the analysis and test outcomes, no technical causes which could have triggered an unexpected occlusion were found. The occlusion alarms seen in the logs were most likely caused by external factors such as a clamped tube or closed valve in the infusion line, resulting from incorrect use of the device. The device operated in accordance with its specifications. This complaint is considered as: misuse the trend is: n/a.

Event description:
The following has been reported: pump malfunction overnight resulting in patient harm. Additional information received. Below is a summary of the patient safety incident that occurred (B)(6)2025. " details of the incident: type 1 diabetic on insulin/dextrose infusion day 0 post elective hysterectomy. Increasing hyperglycaemia (17.9mmol/l) and ketones (3.3mmol/l) despite administration of IV insulin. Suspected pump malfunction. Syringe driver displaying total volume infused 4.6mls over 7 hours. This should have been 17mls according to the titrated infusion rate. No alarm to state occlusion or that pump was not working. Drug used: actrapid infusion (50u actrapid in 50mls sodium chloride 0.9%). Patient outcome: clinical emergency response call activated as per (B)(6) between the flags protocol. On-call consultant contacted, urgent venous blood gas taken (ph 7.33), IV 0.9% sodium chloride with 30mmol potassium infusion commenced. Pump, line and syringe all changed - improvement noted. Starvation ketosis corrected 4 hours post change of pump. Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation.